Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and the current bg was 198 mg/dl. The pump supplies would be changed and insulin delivery was changed. A bolus via the pump and on occasion, an insulin injection would be used to lower the bg level. The customer was new to pump therapy and thought that the pump settings may need to be adjusted. The customer requested a pump system check system check; no device issues were identified. The customer declined to remove the infusion set site. Tandem customer technical support (cts) discussed other factors that may cause high bgs with the customer. The customer acknowledged the information and would discuss the high bg with a healthcare provider. The customer declined cts's offer to follow up.